Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 377760, lot# n0027983, implanted: (B)(6) 2005, product type: lead. Product ID: 377760, lot# n0030259, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a, lot# l43760, implanted: (B)(6) 1997, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain, non-malignant pain, and degenerative disc disease/herniated disc pain. It was reported that the patient¿s inss were not working because their lead wires were damage. It was indicated that no traumas/falls were related to the issue and that the patient had not used their stimulator in years. The patient was wondering if the ins was able to be used so that they could restart their stimulation. The patient was redirected to their doctor, as the leads, if damaged would have to be replaced. The event date was asked but unknown but the patient stated, around 2014. No further complications were reported/anticipated.